Event description:
It was reported that, shortly after implant, this implantable cardioverter defibrillators (ICD) exhibited high out of range (oor) shock impedance measurements, in the right ventricular (rv) lead. Technical services (ts) confirmed no noise was observed and recommended reprogramming options as well to continue to monitor. As of today, the measurements are within normal limits. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.